Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: meter serial number is invalid. A follow-up report will be filed with correct serial number if meter is returned.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 487 mg/dl and 129 mg/dl within 10 minutes. The results when plotted ona parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.